Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the integrated electrosurgical unit (iesu) involved with this complaint and the reported failure was confirmed and reproduced on the iesu/erbe connected to system. Remote logs confirmed the fault occurred in the field. Visual inspection found the unit with no significant scratches or dents. The front bezel was in decent condition. C-34 errors were observed on start-up and mono coag activation. The unit was placed on a system and was run in normal mode. Measurement value for high frequency (hf) voltage was too small with on and found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi has received the erbe, but failure analysis has not yet been completed.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the erbe generator monopolar function was not working, and they swapped out the instrument and monopolar energy cable with no resolve. There was an error c-34 observed in the logs. The site confirmed there was a valleylab generator in close proximity and turned on, but not being used. The site turned off the valleylab generator with no change. The technical support engineer (tse) walked the caller through power cycling the erbe with no change. The user was proceeding with the case and informed that they would move to a different room/system for following cases. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed. The site replaced the erbe with their float erbe while they waited for a technician to become available, and the procedure was completed robotically with no injury to the patient. The procedure was completed robotically with all 4 system arms and the erbe was swapped with another they had on site.